Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of service finding there to be no audio; unit was powered up on battery and passed post. Audio tones were observed. Buzzer volume was checked and found to be at midrange, however no audio was observed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on 2017-12-12 the service tech found the unit had no audible alarm when the feed set was dislodged.